Event description:
A us distributor reported that a battery charger had a power connector problem.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger power connector problem) was confirmed due to a damaged power supply connector. The charger was unable to power on. The root cause for the damaged power supply connector was excessive force. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.